Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of about 2 moths, a lead dislodgement was reported. The lead was repositioned and remained implanted. No adverse patient side effects have been reported.